Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 180 mg/dl. Reportedly, the pump and the transmitter were out of range. The transmitter ultimately regained connection with the pump after being brought into range and customer continued to use pump for insulin therapy.